Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked approximately 5.0 cm from the proximal end. Conclusions: evaluation of the returned device confirmed that it was kinked near its proximal end. This damage likely occurred due forceful handling during removal from the packaging. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the radiologic technologist inadvertently kinked a ruby coil pusher assembly while removing the ruby coil from its dispenser hoop. The pusher assembly became kinked prior to use and therefore, the ruby coil was not used in the procedure. The procedure was completed using new ruby coils.